Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards was notified of a transcatheter tricuspid valve replacement (ttvr) procedure utilizing the evoque system. As reported in the journal article, the evoque transcatheter tricuspid valve was successfully crossed with an uncovered leadless pacemaker (lp) in a patient with atrioventricular block (avb).

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for valve interacts with conduction system was confirmed with other empirical evidence due to reporting from a journal. In addition, a device history record (DHR) review cannot be completed due to lack of device information. As such, potential root causes were unable to be determined for reported events with limited or insufficient information. Nevertheless, conduction system disturbance and/or heart block which may required treatment (including permanent pacemaker) are potential adverse events identified in the instructions for use (IFU). Since no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.